Event description:
During primary tha, the head and liner did not articulate smoothly. It seemed like the liner was either too small or was not smooth. Surgery was extended by more than 15 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.